Event description:
The implantable pulse generator (ipg) was returned to the manufacturer after being explanted and replaced due to normal elective replacement indicator (eri). The ipg subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed an integrated circuit lock up. Please note initial reporting of this complaint from analysis results was inadvertently reported via the incorrect reporting path (remedial action exemption quarterly reporting) on 2014 (B)(4). This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action (B)(4).